Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. Device received with lose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor issues and been able to reset it, but 60 percent of his times he was getting a lot of insulin. The customer¿s blood glucose level was 115 mg/dl. The customer said his doctor reset the basal rates twice and still had a lot extreme lows and said he had been getting a lot of insulin. Customer reported that the drive support cap was protruded and plastic was broken. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.